Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device instrument and is an is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the drill bit broke. The surgery was completed with another 1.8mm drill bit. There were no reports of a surgical delay. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The investigation of the complained drill bit shows that the tip broke off. The lot in question was manufactured in the october 2013 and no product quality related issues were identified. Based on these findings it was concluded that the cause of failure is not due to any manufacturing non-conformances. Unfortunately the exact cause which has led to this occurrence could not be determined. It is likely that too much mechanical force had been applied during the surgery (or possible: abrupt lateral force). Please note; blunt drill bits require more mechanical power during the application, therefore it is recommended that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.